Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 6 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through implant patient registry and medical records it was learned that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 6 months and 28 days due to calcification, thickened leaflets , reduced mobility and severe stenosis . The patient presented with nyha class iii to IV heart failure symptoms. The explanted valve was replaced with a 25mm 11500a valve. The patient was discharged on pod #21. Per medical records, the patient presented with increasing sob in acute on chronic heart failure, and was diagnosed with severe stenosis, severe mr with flail p1 segment , lvef 30-35%. The 25mm 3300tfx aortic valve was found to be heavily calcified at surgery and was replaced with a 25mm 11500a and the mv with a 33 mm mitris valve. Appropriate function of both prosthetic valves was confirmed by tee. The patient had postoperative coagulopathy and bleeding. Once stabilized the patient was transferred to the sicu in stable condition.